Event description:
During laparoscopic cholecystectomy, the 5mm endoscopic clip applier failed during use. The clips did not line-up when deployed and with the last few clips, it was out of alignment and would not close.